Event description:
It was reported that a spectrum pump turned off during an infusion of levophed in the intensive care unit (ICU). During the infusion the pump was disconnected from the power supply to take the patient to CT scan. The machine displayed a shutdown message and turned off. The arterial pressure was showing 100/74 and after the event the arterial pressure was 88/54 (hypotension). The pump was changed immediately. No further information was available at the time of this report.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the evaluator experienced multiple ¿check battery!¿ messages and found the pump did power off when unplugged, which would be expected if the pump was prompting a ¿check battery!¿ alert. A battery alert presents with the message: ¿battery error do not unplug pump! Battery operation may not be available.¿ a review of the event history log revealed multiple events of ¿improper shutdown¿ on the reported event date. There were also multiple events of ¿battery alert!¿ found in the history log prior to the ¿improper shutdown!¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins as a result of dried fluid. The battery pins require cleaning to address this issue. The spectrum operator's manual lists the following warning: always confirm safe, accurate pump operation by: periodically checking battery status and replace if necessary." Additionally, proper cleaning instruction for the pump and battery module can be found within the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.